Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine (concentration and dose unknown) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient went in for a refill (B)(6) 2016. The healthcare provider (hcp) tried 5 times and "kept hitting metal." Then the hcp "got it. The patient indicated that the hcp might have moved it or something. The patient had been sick and in bed. The patient was worried the hcp put it in the stomach. No interventions were reported.

Event description:
Additional information received from the consumer indicated two manufacturer representatives were present and witnessed the patient get receive multiple sticks at the (B)(6) 2016 refill. It was further stated the healthcare provider (hcp) "push hard" on the patient's abdomen and told the patient that it they were "hitting metal it was not in there properly." The hcp ultimately was able to access the pump correctly. However, right after, the patient experienced a sudden onset of dizziness, sickness, "a sick stomach", and their right leg was hurting. It was noted the hcp increased the dosage in the pump during the refill. In two weeks, the symptoms subsided. The patient contacted their hcp about the issue and was told the hcp would report it. It was noted the patient saw a different hcp 3 times, but did not see them anymore.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.